Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 30 mg/dl at the time of the alarm. Customer's current blood glucose level is 127 mg/dl. Customer treated by eating food. Customer stated that she had the pump pressed against her skin while she was working out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window. No belt clip was received with the insulin pump and no belt clip anomaly could be verified.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.